Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly, the pump remained dimpled when pressed. The physician and nurses tried troubleshooting the device, but no troubleshooting resolved the issue. Two weeks later, the patient underwent a surgical procedure in which the pump was explanted and replaced. After the procedure, the patient was retrained in the usage of the device. He improved and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Product analysis confirmed the reported event as a pump anomaly was determined the most likely cause. This report will be updated should additional information be provided. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was leak tested, visually inspected, and functionally tested. No damage or abnormality was noted in the pump during visual or microscopic inspection. During manipulation, a dimpled appearance was identified. Functional testing found the pump did not pass activation testing. It was concluded a pump anomaly was the most probable cause of the reported event. Labeling review: difficult to inflate and therapeutic response, altered are listed as a potential adverse events in the hazard analysis. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. Investigation conclusion: no further actions are considered necessary. Product analysis confirmed the reported event.

Event description:
It was reported that the patient visited the hospital because their inflatable penile prosthesis (ipp) device was not working properly; the pump remained dimpled when pressed. The physician and nurses tried troubleshooting the device but could not resolve the issue. Two weeks later, the patient underwent a surgical procedure in which the pump was explanted and replaced. After the procedure, the patient was retrained in the usage of the device. The patient was well following the procedure.